Event description:
A report was received that the patient will undergo an ipg replacement procedure due to inability to charge. The patient had previous back surgeries in which electrocautery was used. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001).

Manufacturer narrative:
Date of event: (B)(6) 2012.

Event description:
A report was received that the patient will undergo an ipg replacement procedure due to inability to charge. The patient had previous back surgeries in which electrocautery was used. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001).

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.